Manufacturer narrative:
Additional information was provided in d.4., d.10., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified cartridge and viscoelastic were indicated with a non-qualified handpiece. The lens remains implanted. The root cause for the reported damage may be related to a failure to follow the instructions for use (IFU). A non-qualified handpiece was indicated. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported during intraocular lens (iol) implant procedure, when the pre-implantation check, the iol was intact and after implantation, the surgeon discovered damage in the form of a scratch on the periphery of the lens. Since the damage did not extend into the optical part, the surgeon decided not to explant the lens. The procedure was completed on same day without any impact to the patient. Additional information has been requested.